Event description:
Customer reports leaking of their bonded texium secondary set in two places: 1) where the texium is bonded to the secondary set, and 2) where thetexium is connected to the y-site of the primary set. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. (B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.